Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: 1. Could you please provide more details for "anvil can't be opened"? 2. Was the device locked on tissue with the jaws closed? 3. If yes, how was the device removed? 4. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? 5. Did the jaws eventually open? 6. Could you please clarify if there were any patient consequences? 7. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the anvil couldn't be opened. Surgery was not delayed. It's unknown how procedure was completed. Patient consequence was not reported. No additional information is available at this time.